Event description:
It was reported that tip detachment occurred. The 70% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery (rca). The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician was unaware that the tip was caught, as the pullback was smooth until reaching the ostium of the rca, at which point the ivus screen suddenly went black. Upon removing the ivus catheter from the patient, it was found that the catheter tip had unraveled and broken, with the outer transparent sleeve no longer intact. The physician attempted to snare the broken part but was unable to do so because it was too distal in the rca. The physician also tried using small balloons to retrieve the broken part but was unsuccessful and the device fragment remained in the patient. The procedure was completed using another imaging catheter. There were no patient complications. The next day, the patient returned for a staged procedure and the broken part was retrieved using a longer snare.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, the tip was detached, and the imaging window and imaging core were twisted 24.9 cm from the lap joint section. The media returned by the customer was inspected and showed evidence of the reported detachment, as well as the twisted imaging window. Based on the evidence, the as reported code of tip detachment of device or device component is confirmed.

Event description:
It was reported that tip detachment occurred. The 70% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery (rca). The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician was unaware that the tip was caught, as the pullback was smooth until reaching the ostium of the rca, at which point the ivus screen suddenly went black. Upon removing the ivus catheter from the patient, it was found that the catheter tip had unraveled and broken, with the outer transparent sleeve no longer intact. The physician attempted to snare the broken part but was unable to do so because it was too distal in the rca. The physician also tried using small balloons to retrieve the broken part but was unsuccessful and the device fragment remained in the patient. The procedure was completed using another imaging catheter. There were no patient complications. The next day, the patient returned for a staged procedure and the broken part was retrieved using a longer snare.